Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling multiple cartridges with 120-130 units of insulin. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to insulin injections for alternate insulin therapy.